Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
The account states that a patient developed a vasovagal response during treatment of uterine myoma by uterine artery embolization. The patient was treated with drip infusions, fluid replacement, non-steroidal anti-inflammatory analgesics, and atropine. The patient was transferred to the ICU and the vasovagal reaction resolved.